Event description:
On (B)(6) 2020, axonics was made aware of a patient being treated for a possible infection and was running their ipg (neurostimulator) at 50% of the time since the date of their implant (B)(6) 2020). The patient also reported a burning sensation over the ipg, especially during charging. Patient was advised to keep neurostimulator off until they could be seen in the clinic for a reprogramming and physical assessment of the post-op wounds. The clinical specialist and doctor was able to meet with the patient on (B)(6) 2020. An infection was ruled out and the patient was reprogrammed successfully. Redness was observed over the ipg area. The patient stated they had laid the charger directly onto their skin while charging. The patient was re-educated on using the charging belt to assist in charging the device. On (B)(6) 2020, the patient called the clinical specialist to inform them that they had drainage coming from the surgical site. They had also developed an infection. The doctor scheduled the patient for an explant on (B)(6) 2020 due to the infection. The doctor confirmed no product would be returned.